Event description:
In 2009, the pt reported experiencing elevated blood glucose after changing his infusion site. He stated that he changed his infusion site at 5:00 pm and at 9:00 pm, his blood glucose measured 400 mg/dl and he bolused 3.8 units of insulin. Two hours later his blood glucose had increased slightly. Troubleshooting did not reveal any product issues. He stated that he has experienced elevated blood glucose after changing his infusion site in the past. He was sent sample infusion sets of a different type. Three days later, the pt reported elevated blood glucose with the sample infusion sets and he requested additional training. The next day, the pt stated that his blood glucose was "pretty much back to normal". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.